Event description:
It was reported when using an unknown bd eclipse¿ blood collection needle the blood escaped from the needle and filled the inside of the holder, eventually leaking onto the nurses hand. The following information was provided by the initial reporter. The customer stated: while attempting to draw blood from a patient using an eclipse signal needle and a separate holder product, the blood escaped from the needle and filled the inside of the holder, eventually running out of the holder onto the nurse¿s hand.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. H3 other text : see h.10.

Event description:
It was reported when using an unknown bd eclipse¿ blood collection needle the blood escaped from the needle and filled the inside of the holder, eventually leaking onto the nurses hand. The following information was provided by the initial reporter. The customer stated: while attempting to draw blood from a patient using an eclipse signal needle and a separate holder product, the blood escaped from the needle and filled the inside of the holder, eventually running out of the holder onto the nurse¿s hand.